Event description:
The account stated that the architect i2000sr analyzer is generating high troponin-I results on 2 patient samples. The account stated that the initial result was slightly high but upon repeat, the result was below cut off indicating a negative results. On patient #1, the initial result was 0.3 ng/ml, the sample was tested in duplicate and the results were both negative (0.03 and 0.04 ng/ml). The account reports out any value greater than or equal to 0.4 ng/ml as positive for myocardial infarction or myocardial damage.? Any values less than or equal to 0.04 ng/ml is reported as negative for myocardial infarct and any value > 0.04 and < 0.4 ng/ml is considered a gray zone result. The account does not use the term gray zone but attaches a comment to those results that states possible myocardial damage. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4).concomitant medical products: analyzer (B)(4). The customer issue is now associated with remedial action number (B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.